Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an audible magnet alert from their implantable cardioverter defibrillator (ICD) several times. The patient suspected they may have been getting their watch with a magnetic clasp too close to their ICD. The patient reported experiencing severe heart burn after the last alert. The ICD remains in use. No further patient complications have been reported as a result of this event.